Manufacturer narrative:
The affected pk papyrus stent system was not returned to biotronik and could therefore not be subjected to a technical investigation. The provided additional clinical information (operative, cathlab report, procedure note, pk papyrus device registration form) was insufficient to establish whether a device deficiency could have contributed to this event. However, the review of the product release documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no device deficiency or manufacturing related root cause could be identified. According to the treating physician the pk papyrus stent dislodgement was not considered to be a factor in the patients death. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
A pk papyrus covered stent system was selected for treatment of a perforation. Patient had history of several interventions starting in beginning of (B)(6) 2021. During treatment on (B)(6) 2021, an under expanded stent in the om was treated with laser atherectomy followed by balloon angioplasty. Due to high pressure a perforation occurred. After balloon tamponade one pk papyrus was deployed. It was attempted to implant a 2nd pk papyrus (complaint device) but the stent could not be delivered. Upon withdrawal the stent came off the delivery system during pulling it into the extension catheter and was deployed with a balloon where it was positioned. However, there remained persistent extravascular contrast extravasation, given competitive retrograde perfusion from svg graft. An urgent limited tte was performed, with no evidence of an accumulation pericardial effusion. Patient developed ventricular tachycardia (vt) and was resuscitated. Then a temporary pacemaker was inserted and temporary hemodynamic support. After changing equipment and several further dilatations patient had an intrinsic rhythm with a low pulsatility. A repeat limited echo showed a large hematoma external to the left ventricle (lv) free wall, with compression on the lv chamber. Patients blood pressure continued to decline despite escalation of pressor support. Cardiothoracic surgery and advanced heart failure teams were consulted but patient was deemed to be a poor candidate for any invasive therapies. Patient expired prior to transfer back to cicu. The pk papyrus dislodgement was not considered to be a factor in the patients death.